Event description:
The outback cto catheter was delivered to the lesion over sparta core guide wire. The outback then pierced back into the true lumen. When the outback was being removed from the wire, half way out, it locked. The outback catheter, with the guide wire, were removed together. A second sparta core wire was used, with the same result. There was no patient injury. Please note that this was the physicians first case using the outback catheter.

Manufacturer narrative:
The outback was delivered to the intended site over a sparta core guide wire. The outback successfully pierced into the true lumen. It was reported that as the outback catheter was withdrawn, half way out it locked up on the wire. The outback catheter was removed together with the guide wire. A second sparta core wire was used with the same result. Of note, this was the physician's first outback case. Additional information revealed that there was a tight bifurcation and both wires were kinked 57cm from the tip. The outback and both guide wires were returned for analysis. The investigation concluded that the failure was a result of the patient's anatomy. Both guidewires had a kink at approximately 57cm from the distal tip. The lot history review revealed no issues during assembly that could be related to reported event. It is likely that the kinks were induced by the presence of an acute iliac bifurcation or iliac horn. Once this kink forms, advancement of the guide wire is severely impeded. Ultimately the guide wire resists movement forward and the system locks itself. In this case, it appears that lesion vessel characteristics procedural factors and/or user handling caused or contributed to the reported event.